Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used during a dilation procedure performed on (B)(6) 2026. During procedure, when inflating the dilation balloon, the pressure initially increased only to 1 atm, then suddenly rose to 3.5 atm, at which point the balloon burst. A second balloon was then used, and the same event occurred. The procedure was completed with another alliance ii inflation syringe device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.